Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for device changeout, and the pulse generator was used as a temporary pacing support during the procedure. During the procedure, cautery was used and the device exhibited intermittent pacing at a lower rate. It recovered back to the programmed setting after a while. The device was explanted and replaced successfully. It was also noted that the atrial lead had insulation breach. The physician repaired the lead and it remained implanted. The patient was stable throughout the whole procedure.